Event description:
These reports were submitted to me in one day-same patient, same machine.patient receiving a continuous albuterol treatment. Rt (respiratory therapist) heard air leak from oxygen tubing and felt air escaping between the green and clear tubing, where the tubing connects to the 'christmas tree'/flow meter. Rt replaced tubing and continued continuous albuterol treatment. Total time off continuous treatment was less than 5 minutes. No patient harm.second report, same day, same patient: rt again heard air leaking from new oxygen tubing and could feel air escaping between the green and clear tubing connection (where the oxygen tubing connects to the christmas tree/flow meter). Rt obtained new oxygen tubing and replaced defective one. Continuous albuterol treatment interrupted. Total disruption time was greater than 10 minutes. No patient harm.staff's impression: the green female adapter on the ends leaks when there is back pressure through the tubing.